Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v379912, implanted: (B)(6) 2010, product type lead

Event description:
It was reported the patient never had therapeutic effect. It was noted reprogramming did not resolve the issue. It was reported the patient may have a kidney or bladder infection. It was noted the patient had lost a lot of weight in the few months leading up to the call.